Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and alarm buttons are not responding. Device was not exposed to moisture. Blood glucose value is 17.3 mmol/l. Nothing further reported.